Event description:
The field representative reported that the couch top brakes are not disabled during srs treatment.

Manufacturer narrative:
The behavior was confirmed by examination of other similar devices, and the design documents for the machine. The investigation verified that the stereotactic motion disable is not working for couch lateral and longitudinal brake. Varian has identified a deficiency within the design. The incident did not result in serious injury or death. However, on 04/11/2008, varian's medical professional indicates that the malfunction could result in serious injury if the malfunction were to recur.